Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue, and no further action will be taken.

Event description:
It was reported that during in patient use the unit was running but it did not infuse any fluid. There was patient involvement and no patient harm.